Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the corroded plug unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e216 scope communication error with a snow image. The issue was found during routine maintenance and there were no reports of patient involvement.